Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a new implant of an implantable pump. The pump contained water. On (B)(6) 2018, a pump motor stall ("engine failure") was reported at initial pump implant. The pump was "in back table and alarming". The pump was re-interrogated and a motor stall recovery occurred 27 minutes after it had stalled. The hcp elected to use a new pump. No patient impact or symptoms reported. On 2018-aug-24, additional information was received. The rep reported that a da vinci robotic system was being used at the time of surgery.

Manufacturer narrative:
Analysis of the pump (B)(4) found no anomaly. (B)(4). If information is provided in the future, a supplemental report will be issued.